Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-25 (B)(4) (con): information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had high white cell and red cell counts in their urine and was having an MRI done for possible kidney stones. The patient also reported that they had been having issues with uti but did not currently have an infection. They stated that multiple family members had issues with kidney stones. The patient was also a diabetic. There were no further complications reported or anticipated.